Event description:
A ventilator was returned to the manufacturer's factory authorized service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to the above issue, the device's interface board was found to be damaged and was replaced. The device's muffler was leaking and was replaced. Additional patient settings and event alarms were noted in the device's downloaded event log that are non-reportable issues.